Event description:
Customer reports, lancet protrudes from the cap of the soft touch device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, however, customer has discarded it; replacement was sent.